Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) is the estimated age of the patient who was reported to be born in (B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. The plunger, cuffs, link, needle tip and monofilament were not returned, without the return of those components, the scope of this investigation was limited. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The needle trajectory of every device is verified during manufacturing. The most probable cause for a posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies or failure to position and maintain the device at a 45 degree angle throughout deployment, however, no conclusive cause could be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.